Event description:
Caller states customer was lethargic and unresponsive with result of 150 mg/dl obtained on the advantage system while using comfort curve test strips. Caller contacted paramedics, who arrived 30 minutes later. Customer tested 45 mg/dl on professional device and she was taken to the hospital. Customer was treated with an IV of "liquid sugar;" subsequent results were not provided. Customer was admitted to the hospital; her current condition is not known. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.